Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart . Customer's blood glucose at time of incident was unknown. The alarm was and possible was explained to the customer. Customer checked the alarm history and they found out that they received unexpected restart alarm and external ram crc error alarm. The customer was advised to monitor pump.